Manufacturer narrative:
The technician found the hi/low drive brake assembly was dirty. He degreased the drive assembly to repair the bed.

Event description:
Info received indicates the hi/low drive brake is drifting down slowly.